Event description:
It was reported to philips that the screen is working intermittently. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the screen is working intermittently. There was no patient involvement. The field service engineer (fse) evaluation found the device needs a processor pca and software reload. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement and a software reload. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.